Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. In addition, the medtronic representative reported that a replacement computer resolved the issue. After the computer replacement, the hardware, software, and instruments passed the system checkout.

Event description:
A site representative reported a navigation system computer that exits and re-boots when in spine or cranial applications. This unexpected exit occurs when loading patient data into the system and when importing an o-arm 1000 imaging system spin. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to manufacturer for analysis. This part not returned to manufacturer.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. The computer failed a memory inversion test. The memory was re-seated and the computer then passed the memory inversion test. The smart data was inspected and no hard drive errors were found. The reported event was confirmed to be caused by a loose memory connection.